Manufacturer narrative:
The device code (a code) was updated. The last calibration was performed on 28-jul-2023 and it was acceptable with no alarms. Qc recovery was within range with no indication of a reagent performance issue. The alarm trace showed multiple alarms including incubation water short, reagent short, abnormal aspiration sample probe, abnormal sample movement, test count measurement excess, sample probe wash failed, and preclean short alarms. The field service engineer indicated that there was an issue with the sample probe tip. He cleaned the tip of the sample probe and re-adjusted the low level detection. The fse did a performance check and the instrument was performing within specifications. The customer performed qc and it was acceptable. The root cause was an issue with the sample probe tip. The service actions (cleaning the tip of the sample probe and re-adjusting the low level detection) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The afp reagent lot number and expiration date were not provided. Qc was performed prior to the event and was within specifications. The probe was cleaned during daily maintenance and appeared to be normal. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with afp assay on a cobas 6000 e601 immunoassay analyzer when compared to a cobas e801 immunoassay analyzer. Initial result: more than 1210 ng/ml. 1st repeat result: 53 ng/ml 2nd repeat result: 15583 ng/ml. 3rd repeat result: 17227 ng/ml (tested on e801). The customer did not believe the low result and blocked it. No questionable results were reported outside the laboratory and the sample was repeated. The 2nd repeat result of 15583 ng/ml was deemed to be correct.